Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she began to experience hyperglycemia of 400-500 mg/dl on (B)(6)2014, and she believes this was caused by inaccurate delivery. Her normal blood glucose is in the 100 mg/dl range. She changed the infusion set 3 times but was unable to lower her blood glucose until she started taking insulin injections. She changed to her backup infusion device using the same accessories on (B)(6)2014, and her blood glucose returned to normal within 2 hours. No adverse event was reported. The alleged products were requested for evaluation.